Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient has been fatigued and has abdominal chest pain for several months that had worsened in the past 3 days. The patient went to the emergency department and had a drive line infection that is unchanged. Troponin was negative and the lab counts were stable. They were admitted for workup and monitoring. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported pain could not be conclusively determined through this evaluation. The account reported that the patient had a chronic driveline infection with worsening fatigue and pain in their abdominal and chest regions that had worsened in the past 3 days. The patient was admitted for workup and monitoring. A CT was performed which was negative. Blood cultures were negative, and no antibiotics were ordered. A cause for the pain reportedly was unidentified. The patient was placed on a sedative as needed. The patient remains ongoing on vad support with no further related issues reported. Infection is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.